Event description:
During service evaluation by the manufacturer service technician, the technician found the concomitant device with a broken piece of an attachment stuck in the front end. There was no patient involvement and no adverse consequences reported.